Event description:
It was reported that during the procedure the distal tip of the guidewire separated and un-retrieved device fragment remained in the patient. No further details were provided.

Event description:
It was reported that during the procedure the distal tip of the guidewire separated and un-retrieved device fragment remained in the patient. No further details were provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was separated at 198.8cm from its proximal end. The guidewire was separated at approximately 1.2cm from its distal tip. The platinum coil was stretched. The core wire was separated at 1.0 cm from its distal end. Slight stretching was noticed on the nitinol tubing at the location of separation. The guidewire separated distal end was not returned. The coating was present on the nitinol tubing; however residue (small white clumps of unknown material) were observed on the nitinol distal section. The white color of the residues was possibly an optical effect due to delamination or it is possible that this was a result of the interaction between the hydrophilic coating and procedural fluids (saline, contrast, blood, etc.); however, a definitive cause of the delamination could not be determined. The nitinol tubing proximal bond was in place and no anomalies were observed with the bond joint. The core wire was not protruding out of the proximal nitinol section. The guidewire was bent just proximal to the separated section. The bending on the guidewire appeared to be due to excessive manipulation. A functional test was not performed due to the observed anomalies. No other anomalies were noted. A sem (scanning electron microscopy) were obtained on the distal and proximal separation sites. The sem results indicated that the sleeve fractures were caused by ductile overload possibly caused by tension or bending of the sleeve. Evidence of corrosion was present of the sleeves adjacent to the fracture surfaces. However, the corrosion may have been caused by the disinfectant after the fractures occurred. Examination of the separation sites of the core wire and the nitinol outer sheath showed evidence of torsional overload; however, this is not definitive. Review and analysis of available information and investigation results failed to identify a definitive root cause for the reported event and observed issues.